Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2004, patient underwent anterior lumbar discectomy and fusion with allograft and bone morphogenic protein. Preoperative, postoperative diagnosis: lumbar discogenic syndrome per op-notes: ¿once this was done, bone morphogenic protein which had been previously, bone morphogenic protein sponges were then placed into the medullary canal over the allograft, and this was tamped into position with no complications.¿ patient also underwent anterior retroperitoneal exposure of the l4-5 disc space for anterior lumbar interbody fusion with bone grafting. No complications were reported. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.